Event description:
During laser ablation of the prostate, fiber was in use for about 5 minutes before there was a flash of light. Laser placed on stand by. Severed tip of fiber noted in bladder along with 3 black pieces from shaft of fiber. All pieces retrieved without harm or injury to pt. Procedure completed with a new fiber.